Manufacturer narrative:
Additional narrative: patient¿s identifier is unknown. Date of screw breakage is unknown. This report is for one (1) unknown broken screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. 510k#: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an open reduction internal fixation (orif) of distal femur and of open book pelvis was performed using standard technique on (B)(6) 2017. Infection is suspected so implants were removed from the pubic symphysis on an unknown date. One screw was broken, the rest were intact. Patient activity levels; weight bearing. There was no surgical delay. This report addresses the broken screw. Postoperative development of infection has been captured under (B)(4). This report is for one (1) unknown broken screw. (B)(4).